Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer¿s blood glucose level was displayed as high with trace ketone levels. Customer received normal third party assistance and performed a supply change to address the issue.